Manufacturer narrative:
(B) (4) - (CABG surgery): evaluation results: (myocardial infarction, CABG).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the proximal lad. Pt was asymptomatic / free of symptoms at 30 day follow up. At 6 month follow up, pt displayed stable angina. An acute non-stemi is reported to have occurred approx 11 months following index procedure. Pt was taking asa 24 hours prior to the event. Investigator indicated that event was related to the study stent. Location of infarction was reported as anterior. Investigator assessed the event as a non-q-wave mi. CABG surgery of the proximal lad and 1st obtuse marginal was carried out approx 4 weeks later. Pt was asymptomatic / free of symptoms at 1 year follow up. Investigator did not assess if the event was related to the study stent.